Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional for a clinical study. During a clinical review post-implant, the patient reported developing a wound infection a week after the procedure. Antibiotics were administered on (B)(6) 2015. The wound healed and the event resolved without sequelae on (B)(6) 2015.